Manufacturer narrative:
The sample was not available for further investigation. Additional information and relevant data were requested, but not provided by the customer. A general product problem was not found. The investigation did not identify a product problem.

Manufacturer narrative:
In the initial medwatch, the statement in b5 describe event or problem should have been: "repeat result: 125.0 u/ml (interpreted as positive)." Instead of: "repeat result: 125.0 u/ml (tested with abbott cmv igg and interpreted as positive)." The investigation is ongoing.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The calibration was last performed on (B)(6) 2025, and it was within the expected ranges. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys cmv igg assay on a cobas e 801 analytical unit. Initial result: 0.0 u/ml (interpreted as negative). Repeat result: 125.0 u/ml (tested with abbott cmv igg and interpreted as positive).